Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. The battery compartment threads were stripped and were unable to be secure. The battery cap was able to fit to maintain an electrical connection. The battery cap was tightened and unscrewed a half turn leading the pump to reboot duplicating the power complaint. The battery cap was fastened and no further loss of power losses occurred during the ez-prime or 24 hour testing. Unrelated to the original complaint, the display was dim with letters having a red hue. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.